Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on return device condition and the lever was opened, and the foot was fully deployed without any resistance. The lever was then closed with no anomalies noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery with a prostyle device after an interventional peripheral right leg procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. Hemostasis was achieved with the second prostyle device; however, there was some resistance removing the device, and upon removal it was found that the foot plate did not fully close after closing the lever. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.